Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was damage and degradation found, likely due to wrong user handling/user mishandling. The event can be prevented by following the instructions for use (IFU): -inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope became unsheathed. The issue was observed during a therapeutic (crioendoscopy) procedure. The procedure was completed with the same device and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the device failed the electrical safety test, the distal end cap was damaged, the bending section cover rubber glue was leaking, the metal braid on the insertion tube was damaged, the universal cord had scratches and had a buckle, the connector had corrosion, and the angulation had play and was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.